Manufacturer narrative:
D6b: date of explant has been updated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-12769, and 1627487-2021-12770. It was reported that the patient twiddled with the ipg, flipping it in the pocket, causing the extension to twist and the lead to fracture. As a result, the system was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.